Event description:
Customer reported arcing and error message system overload, lines or an artifact are present during fluoroing on screens. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and performed a filament calibration. System operates as intended.